Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported via phone call, that the down arrow button on the insulin pump is unresponsive. Customer's blood glucose level at the time 185 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.